Event description:
Reported to the clinic of poor speech perception skills with the device, which have deteriorated significantly for the last 6 months. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reported to the clinic of poor speech perception skills which have deteriorated significantly for the last 6 months. Further technical checks and medical intervention is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
Reported to the clinic of poor speech perception skills which have deteriorated significantly for the last 6 months. Further medical intervention is considered but has not been scheduled yet.